Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl, at the time of incidence. Customer reported that they had high blood glucose level was over 400 mg/dl, when insulin pump ask for calibration. Customer reported that they was okay to troubleshoot for high blood glucose level. Customer mentioned that the insulin pump was suspend at the sensor glucose value was 70 mg/dl, where blood glucose level was 135 to 140 mg/dl. Customer was okay to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump as well as sensor will not be returned for analysis.